Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited low pacing impedance measeurements. Further lead testing results showed that all measurements were within normal limits. No intervention was performed. The patient is in stable condition.